Event description:
It was reported that the pacemaker was found in safety mode during a checkup. It was recommended that this device be replaced. There were also high out of range impedance measurements noted on the right ventricular (rv) lead. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.